Manufacturer narrative:
Investigation summary : bd received two photos for investigation. The photos showed the batch information for the affected tube, and spilled blood due to creepout. A total of 29 retained samples were sent for appropriate functional tests. The functional tests on these samples showed that 13 out of the 29 samples resulted in stopper creepout or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® serum blood collection tubes, the caps of ten (10) tubes were loose. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® serum blood collection tubes, the caps of ten (10) tubes were loose. No adverse impact was reported regarding the patient or user.